Event description:
It was reported that the pump module was not passing the occlusion test. Customer has replaced both the pressure sensors, and the device is still failing the test. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module was not passing the occlusion test. Customer has replaced both the pressure sensors, and the device is still failing the test. There was no patient involvement.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Correction: unique device identifier (UDI)#. Added pi to the unique device identifier (UDI)# field. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the suspect pump module failing occlusion test could not be confirmed through the review of the device logs and was not replicated during laboratory testing. ¿ a review of the suspect pump module event and error log showed the user attach and detach the device six (6) times during the reported date of the event. ¿ results of testing performed on the suspect pump module following the pressure sensor malfunction product analysis procedure found the suspect pump module operating in specification. ¿ the suspect pump module was set for a test infusion (rate:500ml/h, vtbi:1000ml). The test finished without alarming for patient or bottle side occlusion. ¿ voltages for bottle side and patient side pressure sensors were within specification when zero force and full force was applied. ¿ the pressure sensor tip sheet warns the user to not apply pressure to the center of the pressure sensor to avoid sensor damage. ¿ the cleaning product guidelines tip sheet has useful information regarding the recommended cleaning products and correct cleaning and inspection process for alaris devices and iui connectors. ¿ bd recommends during the cleaning process to not allow the cleaner to collect on the instrument and to not use an oversaturated cloth. Be sure to squeeze out excess liquid. ¿ per the best practices for cleaning tip sheet, inspect the iui connectors on each bd alaris pc unit and module prior to use. Replace any iui connector with surface contaminants, blue or green deposits, damaged contacts, ribs, or cracks. ¿ the alaris system user manual notes that regular inspection for damage is required before usage and that failure to perform can result in improper instrument operation. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pump module s/n: (B)(6) (w/o: (B)(4)). Device opened for investigation. Please re-torque all screws. Incidental finding: male and female iui connectors are corroded. Replace iui connectors. Incidental finding: patient side pressure sensor scratched and with indentations. Replace sensor. Incidental finding: missing screw in door cover. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the report of a pump module failing occlusion test could not be determined. Note that imdrf annex a040502, a0709, a1801, c16, c0601, d0301, d01, d15, g0301204, g02017, g04037 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.